Event description:
During a percutaneous transluminal coronary treatment procedure, a balloon rupture and myocardial infarction (mi) occurred. Access was gained via the right femoral artery using an unknown introducer sheath and a non-bsc jl 5, 7f guide catheter. The 80% stenosed, 27mm long, de novo and eccentric target lesion was located in the non-calcified proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.2mm. A 3.0x25mm maverick2 balloon catheter was advanced for predilation. 50% contrast ratio was used. The balloon was inflated to 12atm and ruptured in the middle portion. The device was removed intact, however the patient experienced "no-flow", chest pain, bradycardia, st elevation and was diagnosed as having an mi. A 3.0x30mm non-bsc stent was implanted and flow was restored in the vessel. The patient's condition following the procedure was reported to be stable.

Event description:
During a percutaneous transluminal coronary treatment procedure, a balloon rupture and myocardial infarction (mi) occurred. Access was gained via the right femoral artery using an unknown introducer sheath and a non-bsc jl 5, 7f guide catheter. The 80% stenosed, 27mm long, de novo and eccentric target lesion was located in the non-calcified proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.2mm. A 3.0x25mm maverick2 balloon catheter was advanced for predilation. 50% contrast ratio was used. The balloon was inflated to 12atm and ruptured in the middle portion. The device was removed intact, however the patient experienced "no-flow", chest pain, bradycardia, st elevation and was diagnosed as having an mi. A 3.0x30mm non-bsc stent was implanted and flow was restored in the vessel. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a complete circumferential tear in the balloon material. The tear occurred at 12mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was positioned out over the tip section of the device. A detailed microscopic examination of the balloon material and markerbands could not identify any issues. No other damage was noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).